Event description:
It was reported via repair work order that the head section safety bar is cracked in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.